Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review concluded that the median patient results with complaint lot 49565ud00 is within established limits and comparable to other lots in the field, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 49565ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I on 23 jun 2023 and provided the following data for 1 patient: (customer normal range is <0.034 ug/l) architect stat high sensitive troponin-I result was 0.302 ug/l. Because of the elevated result the patient was referred to a hospital ER where they underwent more tests to rule out a cardiac event. This testing included a cardiogram and additional blood drawn for testing, which included troponin and other non-specified laboratory testing. No results were provided. The customer confirmed that there was no patient harm that occurred as a result of the additional testing performed at the ER. Additional laboratory data: the sample was sent to another laboratory and generated a normal result of 4.1 (normal range for that lab/analyzer is <14) on the beckman platform for troponin t. The sample was tested for rheumatoid factor, which generated a result of 2.4. There was no reported patient harm and there was no further impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 and there is a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I on (B)(6) 2023 and provided the following data for 1 patient: (customer normal range is <0.034 ug/l) architect stat high sensitive troponin-I result was 0.302 ug/l. Because of the elevated result the patient was referred to a hospital ER where they underwent more tests to rule out a cardiac event. This testing included a cardiogram and additional blood drawn for testing, which included troponin and other non-specified laboratory testing. No results were provided. The customer confirmed that there was no patient harm that occurred as a result of the additional testing performed at the ER. Additional laboratory data: the sample was sent to another laboratory and generated a normal result of 4.1 (normal range for that lab/analyzer is <14) on the beckman platform for troponin t. The sample was tested for rheumatoid factor, which generated a result of 2.4. There was no reported patient harm and there was no further impact to patient management reported.